Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had their right knee replaced in (B)(6) of 2011. Patient stated they have been experiencing pain in the knee since after it was implanted and in the last 2 years, the knee has began to feel loose.